Event description:
Caller reported a malfunction on the pump, indicating a recurring issue after attempts to reset it. There was no adverse impact to the customer's blood glucose level. Technical support (cts) assisted in resetting the pump and arranged for a replacement, as the malfunction recurred. The customer uses multiple daily injections (mdi) as backup therapy. A replacement pump, featuring updated software, was sent, and the customer was instructed to return the old pump with a provided pre-paid label. The customer was also guided on how to handle the transition to ensure insulin delivery continued without interruption.